Event description:
It was reported that they stated that the arctic sun device was making a loud noise when running. Per additional information updated from ttm on 07apr2026, the nicu sent down s/n (B)(6) stating they were unable to get the flow rate above 0.8 l/min. Biomed wanting to know how they can test the device. Recommended biomed run a functional check on the device to ensure the device was within specs. Explained with neonate pads, these generally have a flow rate of 1.1-1.3 l/min. However, they occasionally see slightly lower flow rates than this. The nurses can call them anytime to help troubleshoot this. Flow rate was 0.8 l/min and higher typically do not impact therapy negatively, so long as the device was not alarming. Biomed stated they will follow the manual to perform a functional check and then call back if needed for tech support. Biomed was doing a functional check on device and stated it was making a really loud noise. Sounds like an airplane or loud washing machine. Biomed stated they were calling back for ts because they believe they just need to send in this device for service. Per sample evaluation results received via task on 29may2026, it was reported that the chiller did not cool

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed chiller. The device was evaluated upon receipt. The loud noise was coming from the fan motor bearing in the chiller. The chiller was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Fmea ra2800028 rev 18 was reviewed for this investigation. The reported event is addressed in step # (B)(4). This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.